Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One (1) complaint was received during this report period. One (1) showed no evidence of any device-related fault. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event is associated with an insertion issue during device usage. Patient information was confirmed for 1 event. One (1) male patient.